Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, foreign material could not be identified. It is unknown whether the user¿s reprocessing method deviated from the instructions for use (IFU) manual. There was no physical damage nor deformation observed at the reported foreign material residue point. Therefore, the root cause could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during two separate diagnostic bronchoscopies an endobronchial ultrasound (ebus) was being performed for biopsy and black rubber pieces were observed come out of evis lucera elite bronchovideoscope when xylocaine was sprayed in front of the first branch of the bronchus. The rubber pieces were removed by suction operation and discarded. The procedure was completed with the same device with a 5 minute delay and no additional anesthesia was required. No patient harm was reported during the procedure. There are 2 related reports for this event: patient identifier # (B)(6), evis lucera elite bronchovideoscope, model: bf-q290; serial number- (B)(6). Patient identifier # (B)(6), evis lucera elite bronchovideoscope, model bf-1tq290; serial number- (B)(6) (this report).

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation and the customer's allegation of foreign material falling off from the channel was not confirmed. The device evaluation found that due to wear of angle wire, bending angle in up direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.